Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient said they noticed they were going to the bathroom more often. Patient had a MRI and deactivated MRI mode and doesn't think they turned therapy back on. Patient turned stim on increased stim as desired. Patient said they noticed the ins was moving. Reviewed info. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.